Event description:
During a "lapappy" the applied stapler locked down and would not open. The broken stapler left pieces of plastic debris in pt the surgical team opened the abdomen and proceeded to remove the appendix.